Manufacturer narrative:
Sorin did not receive the explanted valve for investigation. Method - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being retrieved for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 with a mail from the hospital that of a mitroflow valve (lxa size25) that was explanted after 33 months due to an early structural valve deterioration due to calcification in a young patient. The date of the explant is still not clear.